Event description:
It was reported that the anesthesia workstation failed the safety valve test, automatic ventilation leakage test and manual ventilation leakage test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the technician, the issue was solved by replacing afgo valve and fresh gas pressure transducer printed circuit board (pcb). Moreover, safety valve housing was inspected. The afgo valve controls the supply of fresh gas from the vaporizer, either to the patient cassette or to the afgo connector. A faulty afgo valve, may lead to that the gas is incorrectly directed. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. No parts have been returned for the further analysis of the issue. The root cause to the reported issue has not been determined.